Manufacturer narrative:
Conclusion: pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed 3 vad disconnect alarms starting (B)(6) 2017 likely due to physical disconnection of the driveline from the controller. On-site inspection revealed contamination with blood on the connector body and controller. Further inspection showed that dried blood was found on the front portion of the connector between the clamps that led to the connector locking mechanism getting stuck in the unlocked position, confirming the reported event. The connector was serviced by cleaning in order to mitigate the reported condition. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the reported event may be attributed to factors such as improper handling during the implantation procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that two days after implant, the connector locking mechanism was not working.  It was noted that the connector locking mechanism was stuck in the unlocked position and the driveline could be easily removed from the controller.  Visual inspection showed signs of contamination with blood on the connector body and controller. Further inspection showed that dried blood was found on the front portion of the connector between the clamps that blocked the mechanism in the unlock position. No contamination was found on the pins.  The connector was serviced by cleaning it with a lint free cloth and deoxit. The contamination was easily removed and the connector locking mechanism was working properly after the cleaning procedure.  The patient was administered dobutomin during the cleaning and had a pump stop of approximately 60 seconds.  No patient complications have been reported as a result of this event.